Manufacturer narrative:
Evaluation of device usage history showed the service code occurred during the rescue, but that the patient was in asystole which is a non-shockable rhythm. Thus the occurrence of the service code during this rescue did not cause or contribute to the patient outcome. Actual device has been tested and service code could not be duplicated. Continuing to test the device.

Event description:
In 2007, unit was deployed. User reported that a service code message was reported from the unit but did not affect the rescue. Reportedly, the patient had a medical condition, sleep apnea, and was not viable at the time of the rescue. Patient did not survive.